Event description:
Customer complaint about the cleanability of product.

Manufacturer narrative:
Correction: please refer h6 (result code and conclusion code and health code), d5 operator of device. The reported event could be confirmed, since evidences were provided for investigation. The picture provided by the complaint reporter shows that residues from the previous surgery. A review of the labeling did not indicate any abnormalities. As per the instruction for use, it is noted that multicomponent instruments must be disassembled for cleaning. The event was caused by a non-disassembly of the bone graft cutting device. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
Customer complaint about the cleanability of product .

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report.